Event description:
It was reported that the customer received button error alarms on her insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 240mg/dl. Nothing further was reported.